Event description:
It was reported that the opsite dressing had a foreign body stuck to the product. After pasting the dressing on the patient skin the nurse identified that the foreign body was a mosquito. Customer choose to continue using the product. The mosquito was stuck between cotton and plastic. No adverse events or injuries have been reported as a result.